Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. The customer reported that the pump screen did not display, but assured that the functionality of the pump regarding insulin delivery was uncompromised. The customer confirmed that the led light status light was blinking green, the wake button was able to deliver a quick bolus, and basal deliveries were maintained. During troubleshooting, the customer confirmed that the screen did not turn on when plugged into a power source. Tandem technical support advised the customer that the backlight was no longer functioning as expected. At the time of the report, the customer's blood glucose level was 138 mg/dl. The customer would continue to use the pump for insulin therapy.